Event description:
"Following an uneventful skin test with zyderm ii patient was injected with 1 ampoule of zyderm ii into both perioral regions. A few days later follow up correction with the same material. Occurrence of nodules with inflammatory granulomateous character was verified 2 weeks later, size about a thumb nail each. Physician uncertain to initiate therapy of the event. First treatment of patient with this material."follow up findings: per reporter, patient was treated with oral urbason 40 mg. Symptoms have resolved as dec 2005.